Manufacturer narrative:
(B)(4). Date of event: unknown. Operator of device: unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole in the lower left corner seam, which caused the bag to leak. The leak was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test identified the reported condition as a small leak on the bottom left corner with a small beads of liquid collecting every other second. Magnified inspection of the leak location identified the leak as a small edge cut on the left side of the bag, with no surface damage or eva fray observed. The root cause of the leak is unknown, but based on the manufacturing process controls, it is unlikely the issue occurred during manufacturing. Should additional relevant information become available, a follow-up report will be submitted.